Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue could not be duplicated and passed testing. The main board was replaced as a precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator was having ventilation inoperable while on a patient transport. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.